Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon eval the battery connector (j1) on the defibrillator board was found to have a missing pin. This prevents the monitor from recognizing a battery. The root cause of the damaged battery connector cannot be positively determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the missing pin. The last pt to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, it was discovered that there was a pin missing from the j1 connector. The last pt to use this monitor did not report any problems.